Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter in two pieces. There was blood in the inflation lumen, guidewire lumen, and balloon. The shaft and bonds were microscopically examined. There were numerous kinks throughout the hypotube and shaft of the device and a separation at the midshaft bond. The bond mark is visible and acceptable. The separated ends of the midshaft appeared to be jagged, which indicates that the separation was due to tensile overload. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 2.50mm x 15mm nc emerge® balloon catheter was advanced for dilation. However, the shaft was broken and a portion was remained in the vessel at the moment. The portion was then retrieved by snare and not staying in the patient body. The procedure was completed using a different device. The patient's status was stable without any permanent impairment or damage.

Manufacturer narrative:
(B)(4).device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4)

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, the shaft was broken and a portion was remained in the vessel at the moment. The portion was then retrieved by snare and not staying in the patient body. The procedure was completed using a different device. The patient's status was stable without any permanent impairment or damage.